Manufacturer narrative:
The actual device was received for evaluation. A visual inspection of sample was performed and observed a separation between the tubing and the second y-site clearlink in the downstream part. Dimensional testing was performed at the clearlink y-site housing and tubing, and the components were according to specification. It was also observed that there was solvent application to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, per the solvent marks in the tubing there is a potential low insertion of the tubing into the clearlink y-site housing, this condition with a potential external force applied to the tubing could generate the reported defect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was split into two halves which resulted in a leak. The tubing had been split with a portion attached to the patient and a portion still was attached to the pump. This issue occurred during heparin infusion. The set was replaced without any issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.